Manufacturer narrative:
H6: evaluation conclusion codes: updated.

Event description:
It was reported that procedure was cancelled. The patient was under general anesthesia. The target lesion was located in the moderately tortuous and moderately calcified vessel. A 12mm x 20cm interlock-35 was selected for use. During the procedure, the coil did not advance in the catheter and when attempted to release the interlock, the release mechanism failed to function as intended. Multiple attempts were made to release the device, but all were unsuccessful. The coil was removed from the patient, and the procedure was cancelled. There were no patient complications as a result of this event.

Event description:
It was reported that procedure was cancelled. The patient was under general anesthesia. The target lesion was located in the moderately tortuous and moderately calcified vessel. A 12mm x 20cm interlock-35 was selected for use. During the procedure, the coil did not advance in the catheter and when attempted to release the interlock, the release mechanism failed to function as intended. Multiple attempts were made to release the device, but all were unsuccessful. The coil was removed from the patient, and the procedure was cancelled. There were no patient complications as a result of this event.